Event description:
It was reported that during a laparoscopic colon resection, the device failed to work consistently, repeatedly defaulted to standby. Another device was opened and it worked fine with the original handpiece and generator. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/19/2008. Eval summary: the device was returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. When a blade is damaged, it wiill not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during during the mfg process.